Manufacturer narrative:
(B)(4). Operator of device unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided. The reporter informed us that they had mistakenly used an expired bag for infusion. No device defects are suspected. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received an infusion of total parenteral nutrition through the use of an expired tpn bag. No medical intervention or adverse events have been reported. No additional information is available.